Event description:
It was reported that an issue with the cartridge alarm occurring during insulin delivery has been intermittent and ongoing. Customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.